Event description:
In 2007, the lay-user/patient contacted lifescan alleging that a one touch ultra meter was reading inaccurately high compared to his feelings/normal readings. The patient indicated that the alleged meter issue started about 2 weeks prior to calling lifescan on the same day. The patient reported a meter result of "156 mg/dl." After the alleged meter issue started, the patient reportedly developed symptoms of feeling "jittery." The patient administered self-care by eating food and/or drinking a beverage. The patient did not report receiving medical intervention from a health care professional and was not tested on another device. The patient was using a correct technique for testing with the reported meter. The patient was obtaining blood samples from her fingers and cleaning the puncture sites correctly. She did not have control solution to perform a quality control test. The meter, test strips, and control solution were replaced. This complaint is being reported due to the following conclusion: the patient claimed she developed symptoms suggestive of hypoglycemia after obtaining a high meter reading.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.